Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the femoral stem would not fully seat. Another femoral stem was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The returned taperloc femoral was evaluated and was found to have been manufactured within specifications. Visual examination showed no visual signs of damage and a dimensional layout shows that the part met current print specifications. Technical root cause for the failure mode of the component not seating cannot be identified at this time.